Event description:
Additional information was received from the healthcare provider (hcp) reporting that they were using the samsung tablet and synchromed software version was 2.0.1460. It was also reported that the issue resolved at the time of this report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog serial# unknown product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) 11.5 mg/ml at 2.299 mg/day at unknown concentration/dose via an implantable pump for non-malignant pain. The nurse reported that at a patient's pump refill today a concentration change was done. The hcp stated she updated the programming and a bridge bolus was programmed. The hcp stated the patient was discharged (d/c) and she was reviewing the long report and the bolus area was blank on the report. The hcp stated on the report it stated under actions performed there was a heading for bolus but it did not say bridge like previous report showed the last time this patient was filled. The hcp stated upon interrogation now, the patient had come back to the clinic there was no current bolus infusing and would have been for 30+ hrs. They reviewed settings and discussed calculating volume infused since the update previous and recalculated the bridge bolus based on volume yet to give. Update was completed and session long report was accurate showing modified bridge bolus.